Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring femur surface, irrigation clip broke off and small plastic piece was not found. Pka case. Additional information provided by the mps: unknown if clip broke over wound or not. No tracking number will be available, no part of the clip saved.

Manufacturer narrative:
Reported issue it was reported that the irrigation clip broke. Product history review it was determined that there is inadequate information to conduct a product history review for this device. Reference nc 1747567 for further information. Complaint history review a review of complaints related to p/n 111690, lot 178346 shows 8 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection visual inspection could not be performed because the product was not returned. Dimensional inspection dimensional inspection could not be performed because the product was not returned. Material analysis material analysis could not be performed because the product was not returned. Functional inspection functional inspection could not be performed because the product was not returned. Conclusion based on the pictures included with the complaint, it can be confirmed that the part fractured at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened.

Event description:
During burring femur surface, irrigation clip broke off and small plastic piece was not found. Pka case. Additional information provided by the mps: unknown if clip broke over wound or not. No tracking number will be available, no part of the clip saved.